Event description:
It was reported that the bd syringe 30ml ll bns had foreign matter. The following information was provided by the initial reporter: material#: 301033, lot#:5037250, 5037252. Rcc received a complaint via email. Xxx complaint #: (B)(4). Defect description: particulate in syringe. Medline part#: 33239. Product description: syr 30ml l/l. Vendor part#: 301033. Lot#: 5037250, 5037252. Date reported: 11/14/2025. Sample received: no. Response needed: yes - incident reported to the FDA as MDR-30 day. Reference no. Pending. No patient harm reported.

Manufacturer narrative:
It was reported there was particulate in the syringe. Our quality team has completed a device history record review for material number: 301033 and lot numbers: 5037250 and 5037252. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. At this time, no further action is deemed necessary. Complaints related to this device and the reported condition will continue to be monitored and analyzed for emerging trends by our quality team.